Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, into a pulmonary homograft, an echocardiogram indicated moderate pulmonary regurgitation and paravalvular leak (pvl). Subsequently, two stents were placed and an additional transcatheter bioprosthetic pulmonary valve was implanted, valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.